Event description:
It is reported that the retention balloon experienced inflation and deflation issues/difficulties resulting in no clinical consequences to the patient as the product was never used on a patient. No additional information regarding the inflation and deflation issue was available.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.